Manufacturer narrative:
Additional information received: 2-5-2026: product will not be sent for evaluation, there is no batch info provided in the case nor are there any images or videos of the suspect product therefore no investigation can be conducted. (Nwv).

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a patient swallowed a palodent v3 med wedge/palodent v3 I ring. The ring has been surgically removed and the patient is doing well.